Event description:
It was reported that the patient¿s ipg kept disconnecting with external devices. As such, surgical intervention took place wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Additional information was received indicating the reported issue was ineffective stimulation with the lead and no allegations against the ipg. Based on the information this event has been deemed not reportable for the ipg.

Event description:
Additional information was received indicating the reported issue was ineffective stimulation with the lead and no allegations against the ipg. Based on the information this event has been deemed not reportable for the ipg.